Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A report is received from the health authority and stated that following an intraocular lens (iol) implant procedure, the patient experienced conjunctival hyperemia and corneal edema on the first postoperative day. The physician had prescribed unspecified topical eye drops. After three days of patient re-examination, corneal edema decreased significantly. No further information available.